Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented to the hospital. Prior to being admitted, the patient's wife started CPR. Upon interrogation, undersensing of ventricular fibrillation (vf) episode was observed. Stored electrograms showed both large and very small r-waves. Review of the episodes indicated that undersensing occurred due to different signal sizes during the vf. Based on the device settings, the device was sensing appropriately and functioned as programmed. In order to minimize occurrences in the future, programming changes were recommended. The patient fell into a coma due to cerebral ischemia and later expired.

Manufacturer narrative:
The reported sensing anomaly was confirmed in the laboratory via review of the stored electrograms. The device was tested on the bench and no anomaly was found.